Event description:
It was reported that the lead exhibited oversensing of noise. The noise did not appear to be physiologic. The patient was asymptomatic.

Manufacturer narrative:
No medwatch form was received.